Event description:
Caller reported a malfunction on the pump, indicating that the issue did not cause any adverse impact on the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in successfully resetting it. The malfunction code did not recur after resetting, and the customer was advised to continue using the pump and to call back if any issues reappeared.